Event description:
Sorin group (B)(4) received a report that the system panel displayed a high temperature error and the s5 mast roller pump stopped. Power cycling the pump did not resolve the issue so the pump was replaced. There was no report of pt injury.

Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There was no report of pt injury. The investigation is ongoing. A follow-up report will be fled when the investigation is complete.